Event description:
It was reported that the patient's pain returned. A fluoroscopy showed dorsal migration and a fracture at l4-5. The patient underwent an explant procedure and the physician conformed the fracture. The patient is doing well post-operatively.